Manufacturer narrative:
The insulin pump alarmed button error followed it was with intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners, cracked battery tube threads, minor scratches on the display window, and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call, the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose was unknown. Customer stated the device was exposed to moisture, splashed during swimming. Customer was advised the device needed to be replaced and agreed to return it for analysis.